Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, power loss alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector. The pump was monitored and functioned properly. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had recurring change battery now and a weak battery alarms only 30 minutes prior to the replace battery now alarm. Blood glucose at the time of the incident was 12 mmol/l. The customer had called back in (B)(6) 2017 to report the issue and stated the alarms persisted. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.